Event description:
The customer reported calibration and quality control (qc) failures for br monitor assay involving the access 2 immunoassay system. The customer noted one patient had false br monitor and carcinoembryonic antigen (cea) results. The results were released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The customer stated the patient's sample was reanalyzed following the probe cleaning and lower results (above the normal reference range) were obtained. The customer also stated a laboratory technician noted a yellowish obstruction was lodged inside the aspirate probe. A beckman coulter field service engineer (fse) assessed the instrument at the facility but could not duplicate the reported issue.

Manufacturer narrative:
In conclusion, the likely cause of the event is attributed to the insufficient removal of unbound br monitor reaction materials due to an obstructed aspirate probe. The customer performed weekly maintenance on the probes which resolved the reported issues.